Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had low blood glucose level of 44 mg/dl. Customer was treated with food. Customer had blood glucose level of 88 mg/dl. Customer was using auto mode. Customer was alleging insulin pump for over delivering because customer had low blood glucose after delivering insulin. Customer will discontinue use of the device.